Manufacturer narrative:
(B)(4). (B)(4) - non-surgical medical intervention performed; hospitalized. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Pain and stent migration are both listed as potential complications in the dfu. Based on the evaluation conducted and the details of the complaint, the most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B)(4) clinical trial.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of (B)(4) trial. According to the complainant the patient had chronic pancreatitis (unknown diagnosis date). On (B)(6) 2010, liver function tests were performed and recorded. No baseline biliary obstructive symptoms were noted. A pre study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure; however not during the procedure as the stricture had been previously dilated with one plastic stent and balloon. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. The 10 mm x 40 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2011, the patient was admitted to the hospital with vomiting and moderate right upper quadrant pain radiating to the back. On (B)(6) 2011, it was confirmed that the stent had migrated and the stent was removed. A new wallflex biliary rx fully covered stent was implanted. Per the investigator, the event was unrelated to the stent placement. The patient's condition was reported as recovering. Additional information received since (B)(6) 2011. The patient was admitted to the hospital with vomiting and moderate right upper quadrant pain radiating to the back on (B)(6) 2011. On (B)(6) 2011, the patient underwent endoscopic intervention for the removal of the migrated stent and placement of a new stent. It was noted that the stent migration was partial distal 1-3.9cm. According to the complainant, the patient had a mid-bile stricture with bile duct shortening. A 10f x 7cm plastic stent was implanted. On (B)(6) 2011, the patient was discharged from the hospital. Since (B)(6) 2011, the following information was reported to boston scientific. According to the study site, the event of "right upper quadrant pain radiating to back with associated vomiting" has been removed and updated to 'recurrent cholangitis'. Per the investigator, the event was related to the stent placement.

Event description:
It was reported to boston scientific corporation that a (B)(4) fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) study clinical trial. According to the complainant the patient had chronic pancreatitis (unknown diagnosis date). On (B)(6) 2010, liver function tests were performed and recorded. No baseline biliary obstructive symptoms were noted. A pre study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure; however not during the procedure as the stricture had been previously dilated with one plastic stent and balloon. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. The 10 mm x 40 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2011, the patient was admitted to the hospital with vomiting and moderate right upper quadrant pain radiating to the back. On (B)(6) 2011, it was confirmed that the stent had migrated and the stent was removed. A (B)(4) fully covered stent was implanted. Per the investigator, the event was unrelated to the stent placement. The patient's condition was reported as recovering. Additional information received since (B)(6) 2011. The patient was admitted to the hospital with vomiting and moderate right upper quadrant pain radiating to the back on (B)(6) 2011, not (B)(6) 2011 as previously reported. On (B)(6) 2011, the patient underwent endoscopic intervention for the removal of the migrated stent and placement of a new stent. It was noted that the stent migration was partial distal 1-3.9cm. According to the complainant, the patient had a mid-bile stricture with bile duct shortening. A 10f x 7cm plastic stent was implanted. On (B)(6) 2011, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4). According to the complainant the patient had chronic pancreatitis (unknown diagnosis date). On (B)(6) 2010, liver function tests were performed and recorded. No baseline biliary obstructive symptoms were noted. A pre study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure; however, not during the procedure as the stricture had been previously dilated with one plastic stent and balloon. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. The 10 mm x 40 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2011, the patient was admitted to the hospital with vomiting and moderate right upper quadrant pain radiating to the back. On (B)(6) 2011, it was confirmed that the stent had migrated and the stent was removed. A new wallflex biliary rx fully covered stent was implanted. Per the investigator, the event was unrelated to the stent placement. The patient's condition was reported as recovering.